Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number corrected: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D10: concomitant medical product: zfx09-zb-ce-hlgtn, gentek¿ gold-tite® hexalobular screw, certain®, non-engaging, lot: unknown. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zfx received one (1) gentek® gold-tite® hexalobular screw, certain®, engaging for evaluation. Visual evaluation, functional test was performed. Visual evaluation:the thread from screw is broken. The screw has scratches and shows clear signs of heavy use.the broken thread work. No lot submitted. Functional test: the dimensions are within tolerances from drawing s0210. Measurement instruments used: micrometer mc/0-25/05 and indicator in/0-150/08. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive torque applied - customer error. Therefore, based on the available information, a device malfunction did occur. The thread from screw is broken. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Show

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: zfx09-zb-ce-hlgte, gentek¿ gold-tite® hexalobular screw, certain®, engaging, lot: unknown h4: device manufacturer date: unknown / not provided.

Event description:
It was reported that the 2 screws fractured. Tooth location 35 and 36. Procedure completed with other screws unihg.